Manufacturer narrative:
Additional information: h4: the lot was manufactured between december 9-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, possible cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred during compounding prior to patient use. The device was filled with fluorouracil 4000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.